Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2014 with the following findings: the last bolus and the last basal delivery were on 05/29/2014. The black box shows on 05/24/2014 18:12 a replace cartridge alarm; deliveries resumed when pump was primed at 18:47. There were no alarms related to the complaint in alarm history. The total daily dose adds up correctly and reflects the users programmed basal rate. Pump successfully completed a delivery accuracy test and was found to be operating within required range and delivering accurately. Investigators were unable to duplicate reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.